Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a distal humerus procedure, the 2.0mm drill bit broke. A fragment remained in the patient's bone. The surgeon attempted to extract the fragment but was unsuccessful. They completed the surgery without issue. There was no surgical delay. The procedure was successfully completed. There is no further information available. This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).